Event description:
The customer reported the ventilator went vent inop and alarmed during power up. The ventilator was not in use at the time of the reported problem. Vent inop, when in use, will stop providing ventillatory support support to the patient.